Event description:
Customer reported an issue with the touchscreen responsiveness of the pump and specifically mentioned that the screen turns off too quickly; affecting the customer's ability to interact with the screen. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to adjust the screen timeout setting and perform a test, which did not resolve the issue. Consequently, technical support decided to replace the pump and instructed the customer on how to return the problematic pump to tandem. The customer acknowledged these instructions and understood the procedure for returning the pump.